Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be the best estimate. Updated data: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.a (date of implant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (light) and perfix plug (light) on (B)(6) 2012 and/or (B)(6) 2012. As reported the patient is making a claim for an adverse patient outcome against the 3dmax (light). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012- patient was diagnosed with bilateral inguinal hernias, thereby underwent laparoscopic repair with implant of 3dmax light meshes (device 1 and 2). Per op notes, ¿large direct hernias were identified in both right and left inguinal region. 3dmax light meshes (device 1 and 2) were placed in the left and right inguinal region respectively. An umbilical hernia was also identified and closed with sutures¿. (B)(6) 2012- patient was diagnosed with recurrent right inguinal hernia, right groin pain, thereby underwent open repair with implant of perfix light plug (device 3). Per op notes, ¿there was a direct inguinal hernia in the right inguinal region and was dissected. A large perfix light plug (device 3) was placed on the inguinal canal and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (light) and perfix plug (light) on (B)(6) 2012 and/or (B)(6) 2012. As reported the patient is making a claim for an adverse patient outcome against the 3dmax (light). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.